Event description:
The exact date of this event is not known nor are any details provided about the pt other than the fact that the incident involved an infant. This is a report of one of "several life threatening complications with this kcc-microcuff tube" from a pediatric anesthesiologist. The doctor reported that in the operating room setting, the endotracheal tube kinked. Since respiratory monitoring was set properly, the kink was detected and corrected before any desaturation occurred to the infant pt. No injury to the pt was reported. The doctor also stated that, the kinking was due to the fact that the infant was "completely covered and in the prone position." Kimberly-clark has not independent knowledge of the event reported above, but is relaying the info that was provided by the facility, where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation; however, an investigation based on the lot number provided, will be initiated. The doctor reporting this product incident indicated that having had experienced with the previous generations of this tube, he believes that the mechanical properties of the tube seem to have changed. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.